Manufacturer narrative:
The philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional analysis, the fse identified the status of the wi-fi (led) indicator on the wireless footswitch was solid red, the color of the battery indicator was green, and confirmed the mechanical problem. The cause of the wireless base station failure could not be conclusively determined by the supplier's part analysis; however, to resolve the issue, the fse replaced the wireless footswitch, and due to changes in compatibility, the fse also replaced the base station. This event was not associated to any ongoing fsca. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It was reported to philips that the wireless footswitch connection failed. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.